Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time off too quickly and cause the touch screen to lock. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.